Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging burnt pca. There was no report or medical intervention. No additional information ca be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging burnt pca. There was no report or medical intervention. No additional information ca be requested at this time. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of getting a service required message error. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca burn. One error has been identified. The device has been scrapped. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.